Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported the patient had the entire system removed. The cause of the event was due to a fall that was previous not reported. The fall was noted to not be related to the device. There was no plan to implant another system.

Event description:
It was reported that the patient had a decrease in effect. The patient went in on 2014 (B)(6) with a headache and an exposed catheter. The catheter was frayed at the anchor site in the back. A new catheter was placed. It was later reported that the entire catheter was replaced. The patient was previously on a minimal dose and was started back up at 1mg/day. The device system was used to deliver fentanyl.